Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient's subcutaneous implantable device system stored two untreated episodes due to oversensing of noise. Technical services advised to do some testing. There were no adverse patient effects. The device remains implanted. It was later reported that the patient had an inappropriate shock due to oversensing of noise. Since the device and electrode were on advisory, the system was explanted. There were no additional adverse patient effects. This electrode is included in the advisory population for emblem electrode lumen december 03, 2020.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. An x-ray showed no conductor issues. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient's subcutaneous implantable device system stored two untreated episodes due to oversensing of noise. Technical services advised to do some testing. There were no adverse patient effects. The device remains implanted. It was later reported that the patient had an inappropriate shock due to oversensing of noise. Since the device and electrode were on advisory, the system was explanted. There were no additional adverse patient effects. This electrode is included in the advisory population for emblem electrode lumen (B)(6) 2020.